Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy procedure, the device was unable to cut as the line of staple was not a nice clean line in the middle. A reinforcement material was used in conjunction with the stapling device. There was unanticipated tissue loss and tissue damage which was noted to be treated/corrected by using a synthetic buttressing material. Another stapler was used to complete the case. The surgical time was extended for more than 30 minutes.